Event description:
Straight pituitary rongeuer noted to be missing screw during operative procedure. Reportedly screws "back out" and become loose with use. X-ray showed no foreign body retained by pt, report to FDA as MFR or rongeuer is unknown.